Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker recorded electrogram where far field r wave over sensing, but no symptoms were reported and not out of range measurements were observed. The pacemaker has been explanted at this time and is expected to be returned for analysis according to the field representative. No additional adverse patient effects were reported.

Event description:
It was reported that this pacemaker recorded electrogram where far field r wave over sensing but no symptoms were reported and no out of range measurements were observed. The pacemaker remains in service at this time. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker recorded electrogram where far field r wave over sensing, but no symptoms were reported and not out of range measurements were observed. There is reasonable evidence suggesting that this pacemaker remains in service and has not been explanted as formerly understood, according to additional information from the field representative. No adverse patient effects were reported.